Event description:
It was reported the pt experienced pain at the ipg site. It was also reported the pt lost weight, as a result, the pocket became too low, causing the pain. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and the pocket was relocated. Also, during the procedure, the physician electively explanted and replaced the ipg. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.